Event description:
It was reported to resmed that an astral device displayed an error message (sf140) related to alarm priority. It was reported that the device stopped ventilating and the patient was manually ventilated until placed on a replacement device.

Manufacturer narrative:
Resmed has requested for the device to be returned so that an engineering investigation can be performed. The device has not been returned, therefore, resmed is unable to confirm the alleged malfunction at this time. Resmed reference#:(B)(4).

Manufacturer narrative:
The astral device was returned to resmed. Evaluation of the device and device logs confirmed the reported complaint of ventilation stop and sf140 alarm. Investigation determined a fault with the supercapacitor lead to a secondary component failure on the main circuit board that resulted in a ventilation stop. Appropriate alarms (including sf140) sounded when the fault occurred which alerts the clinician/carer to intervene. Replacing the main circuit board resolved the issue. Resmed is continuing to investigate this issue and whether any additional action is required. Resmed reference number: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf140) related to alarm priority. It was reported that the device stopped ventilating and the patient was manually ventilated until placed on a replacement device.